Manufacturer narrative:
(B)(4). A service history review revealed that the device has not been previously serviced by baxter. A device history review was performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
The condition of failure code 812:04 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
During review of the event history by baxter it was determined that a failure code 812:04x2 occurred on (B)(6) 2010, during delivery causing an interruption of delivery. No patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 6.13.90 categorized as remediated.